Manufacturer narrative:
(B)(6). The device has not been received; therefore the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on customer testimony. As the lot number was not provided, a review of quality control records could not be complete. Prior to distribution all evo-10-11-8-b devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). The notes section of the instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided there were no adverse effects to the patient due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Physician was performing an ercp with metal stent placement; physician placed a g23129-evo-10-11-8-b. During deployment, at the point of no return, the tech was asked to remove retaining wire. Upon pulling wire out, the wire broke. Physician attempted to have the tech complete the stent placement by unsheathing the remainder of the stent. Stent was unable to be completely unsheathed. Handle was dismantled in an attempt to find the broken wire, eventually the handle was cut off from the catheter and wire was pulled from the end of the stent and stent deployed. Information called in by the dm on 29july2016: the patient had a sphincterotome performed prior to the procedure. Patient already had a 10-8 evolution biliary stent placed previously. During this case, a balloon sweep was performed to 12mm to clear sludge and any debris. At the point of no return, the tech released the locking wire and immediately noticed resistance. No retraction of the stylet was performed prior to the red cap coming off the end of the stylet.